Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's fiancé reported via phone call no delivery alarm and high blood glucose. The customer's blood glucose was 472mg/dl at the time of call. Trouble shooting was performed and found blood glucose level in the 400 something, when they bolus, receives no delivery alarm. Advised sets to trouble shoot for alarm and high blood glucose trouble shooting not completed because called dropped. The insulin pump will not be returned for analysis.